Event description:
The customer reported that during a bypass operation, the luer connection between the delivery line and extension leaked. They were able to finish the procedure in most cases and would switch out the delivery lines if leaked excessively. No patient complications were reported. Two samples were saved and will be returned to quest. Product code 5001102; lot number are unknown.